Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, the intraocular lens has a defect and the lens could not be unfolded. Additional information received and confirmed that, there was patient contact with the device and was iol was replaced with new iol.